Event description:
The biomedical engineer (bme) reported that the transmitter had interference with the heartbeat. The heart rate was causing ECG artifact during setup. No reports of patient harm.

Manufacturer narrative:
The biomedical engineer (bme) reported that the transmitter had interference with the heartbeat. The heart rate was causing ECG artifact during setup. No reports of patient harm. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as an attempt to obtain the information was made, but not provided: d10 attempt # 1: 10/15/2025 emailed the bme for a.ll information in the ni list above: the bme replied that none of the requested information can be provided. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the transmitter: cns: model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni returned to nihon kohden: na. Org: model #: org-9110a serial #: ni device manufacturer data: ni unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the transmitter had interference with the heartbeat. The heart rate was causing ECG artifact during setup. No reports of patient harm. Investigation summary: the returned unit was cleaned, decontaminated, and inspected with model and serial number verification completed. Signs of prior liquid exposure were noted, along with residue and corrosion on internal components. During evaluation, the reported interference with heart rate was successfully duplicated. Further analysis identified an electronic failure of the center case assembly as the source of the interference. Affected components were replaced, and the unit passed extended functional testing per the operator's manual. The root cause was an internal electronic failure of the center case. No further investigation is required. The following field contains no information (ni), as an attempt to obtain the information was made, but not provided: d10 attempt # 1: 10/15/2025 emailed the bme for all information in the ni list above: the bme replied that none of the requested information can be provided. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the transmitter: cns: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na. Org: model #: org-9110a. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #:(B)(4). Returned to nihon kohden: na. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the transmitter had interference with the heartbeat. The heart rate was causing ECG artifact during setup. No reports of patient harm.